Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to corroded keypad traces. The pump had moisture damage on electronic assembly and on motor. The pump had cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 168 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.